Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012262189); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the fluoroscopy valve check was performed and no misload was identified. During deployment, an infold was observed at the frame on the pigtail side. A different view was requested and the infold was confirmed on the waist of the valve frame. The valve was recaptured and replaced with a new valve and delivery catheter system (dcs). No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in a clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state with the inflow aspect exhibiting a reniform appearance. All leaflets were stiff yet slightly flexible and exhibited signs of severe creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. As received, all leaflets appeared partially closed. A large gap was observed between the free margins. All commissures appeared intact. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded; however, appeared to retain a compressed state. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate against the alleged event of infolding cannot be performed. Image review: three media files were provided for review. Patient¿s executive summary was not provided for anatomical review. However, it is known that the calcification extended to the left ventricular outflow track. Fluoroscopy valve load inspection was performed but the image is very blurry therefore it is difficult to validate how far the overlap reaches because the nodes are not clearly visible. Per medtronic best practices it is recommended to slowly rotate the capsule 360° while using ap, high resolution imaging at increased magnification for the valve inspection. If the overlap ended before node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. The valve was deployed just prior to the point of no recapture and an infold was noted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was replaced with a new valve. In this case, it is not possible to rule out if a possible misload or the calcification might have contributed to the infold. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of approximately 10-15 minutes occurred to load a new valve. Per the physician, calcification on the non-coronary cusp (ncc) and right coronary cusp (rcc) leaflet with candle drip extending into the left ventricular outflow tract (lvot) contributed to the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.